Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tube there was sample leakage. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: 'a doctor found blood leaking from an edta tube after collecting blood. The doctor then retuned the affected pack of tubes and a phlebotomist tested the tubes and experienced the same issue."

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tube there was stopper creep out or loose closure. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: 'a doctor found blood leaking from an edta tube after collecting blood. The doctor then retuned the affected pack of tubes and a phlebotomist tested the tubes and experienced the same issue." Additional information received: dr uys that submitted the original complaint thinks the leakage was due to a "loose stopper.¿

Manufacturer narrative:
The following fields have been updated with corrected information: short description: from: sample leakage. To: stopper creep out or loose closure. B.5. Describe the event or problem: it was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tube there was stopper creep out or loose closure. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: 'a doctor found blood leaking from an edta tube after collecting blood. The doctor then retuned the affected pack of tubes and a phlebotomist tested the tubes and experienced the same issue." Additional information received: dr uys that submitted the original complaint thinks the leakage was due to a "loose stopper.¿

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tube there was stopper creep out or loose closure. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: 'a doctor found blood leaking from an edta tube after collecting blood. The doctor then retuned the affected pack of tubes and a phlebotomist tested the tubes and experienced the same issue.". Additional information received: dr (B)(6) submitted the original complaint thinks the leakage was due to a "loose stopper.¿.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional draw testing for cap/ stopper assemblies and no issues were observed relating to stopper assembly or leakage or as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode.